Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing pain and is unable to walk.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the component is unk. This device is used for treatment. The primary surgery notes confirm that the pt underwent left total knee arthroplasty for having severe degenerative joint disease of left knee. Review of primary operative notes does not indicate root cause. The range of motion and stability were found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella. The f/u visit notes and physiotherapy notes received mention about the pt experiencing iliotibial band and symptoms consistent with it band syndrome/greater trochanteric bursitis. A definitive root cause cannot be determined with the info provided.

Manufacturer narrative:
The x-ray report received from the doctor indicates that there was no evidence of radiolucency seen. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. The investigation indicates that the reported event is not related to the tm tibia recall.

Manufacturer narrative:
The radiographic images appear to show radiolucent lines below the tibial component at the anterior and posterior side. The device history records were reviewed for the tibial component and no deviations/ anomalies were identified. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.